Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. No deviation related to the customer claim was reported when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the lens was removed and replaced within the same procedure whereby there was a tear to the patient's lens capsule. The surgeon stated that the lens was stiff and unfolded slowly. It was reported that the patient had a vitrectomy and incision enlargement. The lens was replaced within the same procedure with a three-piece lens from another manufacturer. The procedure was successfully completed. The reporter stated that the lens was disposed.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.